Manufacturer narrative:
(B)(4)

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly suffered multiple complications following the implant of a monarc sling. No further plaintiff complications were reported.